Event description:
Patient was implanted with the freehand system hand grasp neuroprosthesis in 1997 in france. In september 2000, the pt reported experiencing intermittent malfunction of the freehand implantable receiver stimulator (model 1060-1). There was no pt injury associated with the intermittent stimulation. Pt elected to have another freehand implantable receive stimulator (model 1060-2) implanted in 2000. Device replacement has restored function.